Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for evaluation on (B)(6) 2021 ; a thorough investigation is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. The operator's manual also provides possible conditions and additional recommended operator actions. We have reached out to the user facility to obtain additional information about the case, including information about the disposable set and the alarm message displayed. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that the unit was replaced with another rapid infuser to proceed with the case; no patient injury was reported. When additional information becomes available a supplemental report will be provided.

Event description:
The biomed at the user facility reported that the clinicians noted smoke emitting from the belmont rapid infuser, ri-2 during a trauma case. The system was replaced and no further issues were reported.